Manufacturer narrative:
Clarification to d6a. Implant date: only year was reported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure.

Event description:
Healthcare professional reported unknown side "capsular contracture baker grade IV" and "exchange from textured to smooth device due to the patient¿s concern with the product". Device has been explanted and discarded.